Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that at the start of dialysis treatment, the nurse noticed that there was a change in the blood flow. Upon further evaluation of the catheter it was found that there is a cut.